Manufacturer narrative:
(B)(4): infrarenal aortic neck treatment diameter range of 19-26 mm. Additionally, the IFU specifies; the safety and effectiveness of the gore excluder aaa endoprosthesis has not been evaluated in the following patient populations: leaking: pending rupture or ruptured aneurysms. Additionally, the IFU specifies; adverse events that may occur and / or require intervention include but are not limited to: claudication.

Event description:
On (B)(6) 2016, this patient underwent emergent endovascular treatment for a ruptured left common iliac artery (lcia) aneurysm and was implanted with two gore excluder aaa endoprostheses. It was reported that the devices were placed without complication and the left hypogastric artery was excluded in order to seal off the ruptured aneurysm. The patient was discharged hemodynamically stable. The aorta was reported to measure 18 mm - 20 mm infrarenally down to the bifurcation. The patient is scheduled to be treated with bilateral "kissing" balloon expandable stents to resolve the compression.

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Concomitant product(s): aspirin, metoprolol, naproxen sodium, oxycodone.

Event description:
On (B)(6) 2016, the patient underwent reintervention and one bx balloon expandable stent was implanted and resolved the compression.